Event description:
During case the doctor asked for a #3 cutting block when the scrub handed it up, they noticed a pin was missing; they set it aside and called for another tray.

Manufacturer narrative:
Corrected manufacture date based on additional information. An event regarding pin dissociation of a triathlon 4:1 cutting guide was reported. The event was confirmed. Inspection of the returned device confirmed the pin had dissociated from the device body. Additional dimensional inspection was not performed as it was confirmed the product was within scope of the associated CAPA. There is no indication patient factors contributed to the reported event. Device history review: all devices accepted into final stock conformed to specification. This review confirmed the device was manufactured prior to CAPA implementation. Complaint history review: there have been previous reported events for this lot ID. Conclusions: the investigation concluded that the fixation peg disassociating from the triathlon 4:1 cutting block was caused by a manufacturing nonconformance. It was concluded that the supplier had not performed the required press fit operation between the peg and block which led to the pin coming out of the assembly. As a result, nonconformance was previously raised.

Event description:
During case the doctor asked for a #3 cutting block, when the scrub handed it up, they noticed a pin was missing, they set it aside and called for another tray.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.